Event description:
Broken electrode: customer stated during a myomectomy while manipulating submucous fibroids, active electrode fell off. It was retrieved using graspers and the procedure was completed without any injury to the pt. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.